Manufacturer narrative:
This supplemental report is submitted to provide additional information, the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the event was likely due to foreign material (such as detergent remnants, hard water residue, finger grease, dust, and lint) adhered to the video connector or the output socket. As stated in the instructions for use, as a preventive measure, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Event description:
The problem, as reported to olympus, occurred during an endoscopy procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse cleaned the video cable connector with isopropyl alcohol and compressed air. A master reset was performed and setting re-entered. The fse tested the video processing with multiple endoscopes and did not experience video interference or error messages (e204). The fse cleaned the light source light sockets with isopropyl alcohol and compressed air. Upon testing, the fse did not observe b30 scope communication errors.

Event description:
Olympus was informed of a report that e204 and b30 errors were generated. There was no patient injury or harm, associated with the problem, reported to olympus.